Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had already called before about the insulin pump's battery not lasting and had gone through troubleshooting but the issue got worse. They had gone through two more batteries since then. The customer's blood glucose level was 75 mg/dl. Troubleshooting was performed. The alarm history was reviewed and it was noted that the customer did not receive a low battery alert prior to the replace battery now alarm. The customer states they keep getting the replace battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.